Event description:
It was reported that during an orthopaedic foot procedure the bur broke. It was also reported that there were no pieces left behind in the pt. It was further reported that another bur was readily available and the procedure was completed successfully.

Manufacturer narrative:
The bur subject to this MDR was returned for evaluation. Upon visual examination, it was confirmed that the bur broke in two locations; directly behind the back of the head and midway down the shaft of the bur. The returned bur was measured where possible and critical specifications were met. The root cause has not been determined.